Event description:
It was reported that the suture sleeve was cut while implanting the right atrial (ra) lead. As a result, the ra lead was damaged. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of suture sleeve cut and insulation damage were confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination revealed a kinked inner and outer coil due to an overtightened suture. The suture sleeve was also revealed to be in two pieces consistent with procedural damage. Shorting between conductors was observed due to the cut and damaged inner insulation at the suture tie region. The cause of insulation damage was due to the cut and damaged inner insulation caused by overtightening the suture sleeve consistent with procedural damage.